Manufacturer narrative:
Previously submitted via asr under patient identifier (B)(6). Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, additional information received on 06/30/2021. The patient's legal representative stated acute onset of severe low back pain. The plaintiff's symptoms continued and her physicians diagnosed her with disk stenosis with herniation, radicular pain, and lumbar degeneration. Plaintiff underwent a fusion, posterolateral arthrodesis, placement of pedicle screws and rods, placement of interbody expandable cage, laminotomy, facetectomy, and foraminotomy on or about (B)(6) 2017. During this surgery, plaintiff's physicians identified "epidural material" which was cultured and found to be infection. On or about (B)(6) 2017, plaintiff returned to physician with pain, swelling, and drainage from her incision site. Plaintiff was diagnosed with cellulitis, hospitalized and given a PICC line, and place on antibiotics. Plaintiff remained hospitalized and when the infection did not subside, plaintiff underwent an incision of the right lumbar paramedian, wound drainage and washout on (B)(6) 2017. CT scan identified a tract extending from the "vaginal stump to the anterior aspect of the l5-s1 disc space", leading plaintiff's physicians to believe that the infection in her back was coming from her vaginal mesh. Plaintiff underwent a surgical procedure to remove the infected restorelle mesh and granulation tissue. Restorelle was implanted on (B)(6) 2016 and was excised on (B)(6) 2017.